Event description:
It was reported that during a da vinci si cholecystectomy procedure, the surgical staff indicated that the tip of the monopolar cautery instrument broke off and fell into the patient. The broken fragment was retrieved and the surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. Based on the information provided, this complaint is being reported due to the following conclusion: the initial reporter claimed that the tip of the monopolar cautery instrument broke off, fell into the patient, and was retrieved. However, at this time, it is unknown how the instrument tip/fragment was retrieved.